Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl; cause was not known. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.